Event description:
Report received from (B)(6) stating the device was "making noise and the lever lock was defective." The device was not being used during a procedure. The date of the event is unknown. No pt or user injuries were reported. There was no additional information provided.

Manufacturer narrative:
The device was received by anspach. Reliability engineering evaluated the device, and the reported problem was confirmed; the locking mechanism was damaged and the sleeve of the unit was very stiff, the motor had low rpm's, and it exhibited excessive vibration. It was determined that the unit had likely been immersed, causing internal damage to the motor and is indicative of improper cleaning of the equipment. If additional information is received, a supplemental report will be sent. (B)(4).